Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13595, related manufacturer reference number: 2938836-2019-13599, related manufacturer reference number: 2938836-2019-13601. It was reported that the patient presented at a follow-up in-clinic with pocket erosion. It was noted that the leads eroded through the skin. The system was explanted and replaced successfully. The patient was stable after the procedure.